Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 303127 lot 9085974 to investigate for this record. Visual inspection of the returned picture presented a scratched barrel which produced the scale marking damage. As a result, bd was able to verify the reported issue. Bd has concluded that the damaged barrel was produced in the assembly machine. Once the barrel is marked, the plunger is assembled to the barrel. In that process, the barrel is held by a fixture and bd believes that the fixture was not correctly positioned and this damaged the barrel wall. Bd states that was a punctual misalignment of the barrel fixing system.

Event description:
It was reported that scale marking issues were found before use with a syringe 5ml emerald bns. The following information was provided by the initial reporter, "during the processing of this lot in the production it was identified that the printing is damaged. On the nok parts there are visible scratches / flashes ¿ it would indicate that parts could have been damaged during conveying process or something like that. We have detected approximately 500 nok units within one bag - other bags seem to be ok so far."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issues were found before use with a syringe 5ml emerald bns. The following information was provided by the initial reporter, "during the processing of this lot in the production it was identified that the printing is damaged. On the nok parts there are visible scratches / flashes ¿ it would indicate that parts could have been damaged during conveying process or something like that. We have detected approximately 500 nok units within one bag - other bags seem to be ok so far."